Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation. The images provided were reviewed and could not confirm the stated failure mode. The clinical/medical investigation concluded that, the data presented in the aged article on, ¿intramedullary fixation of high sub-trochanteric femoral fractures: a study comparing two implant designs, the gamma nail and the intramedullary hip screw", reported two patients develop a deep vein thrombosis. Treatment information is unknown. Patients outcome is unknown. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded. In addition, the physician referenced in the abstract provided an analysis of all the attached images. Therefore, no further interpretation of the attached images is required. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to patient reaction or condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
On the literature article name "intramedullary fixation of high subtrochanteric femoral fractures: a study comparing two implant designs, the gamma nail and the intramedullary hip screw", it was reported that, on the imhs group, 2 patients develop a deep vein thrombosis. Treatment information is unknown. Patients outcome is unknown.